Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to an infection and hematoma at the implant site. Reimplantation is planned; however, has yet to occur as of the date of this report.

Manufacturer narrative:
This report is filed august 24, 2016.